Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed noisy image could not be determined, however, the issue is a known inherent risk of the device and was likely due to an observed kinked image sensor cable, resulting in breakage or short circuit of the output signal wires, causing the image abnormality. The kinked cable was likely due to excessive stress from excessive twisting and bending. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit a noisy image. There was no patient involvement, and no harm was reported as a result of the event.